Manufacturer narrative:
(B)(4). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The company service representative dispatched to evaluate the iabp could not duplicate the problem using the iabp system trainer and test balloon. The iabp displayed iabp disconnect every time the service rep removed the balloon. The customer was testing the iabp with a non approved method of running the iabp. They were sending a 60 bpm ECG signal into the pump with the patent lead wires with a dynatec nevada model 217a simulator. They were inputting a static 100mmhg pressure signal into the pressure port. This resulted in the iabp intermittently not displaying the iabp disconnect alarm. The service rep instructed the customer that they should be using the system trainer when they are testing out the performance of the iabp with a balloon attached. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer stated that during testing, by the facility's biomedical engineer, when the balloon was disconnected the cardiosave did not alarm or stop pumping. The cardiosave continued to pump without any alarms. No patient involvement reported. No adverse event reported.